Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was evaluated. Confirmation of the allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.